Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. No specific patient information regarding events has been provided. Citation: asian cardiovasc thorac ann 2006;14:164-5. (B)(4).

Event description:
It was reported via journal article title: anastomosis of small arteries: implications for coronary artery grafts in asians author(s): reida m el oakley, frcs, chuen neng lee, frcs, oon cheong ooi, afrcs citation: asian cardiovasc thorac ann 2006;14:164-5. The study aimed to describe an alternative technique for performing anastomosis, taking advantage of the redundant part of the tip of the internal mammary artery (ima) as an autologous buttress to reinforce the anastomosis. In this technique, a double-arm 7/0 pronova suture was utilized where the first stitch was placed through the ima to the left of the heel from outside to inside, and were passed through the coronary artery at the corresponding position. To avoid direct suturing through the heel of the anastomosis, the heel was straddled by inserting a stitch on either side of the heel of the anastomosis and continued beyond the heel of the graft. Over the past 4 years, this technique was been employed in more than 500 coronary artery bypass graft cases (CABG). There has been one case of bleeding from a small laceration on the left anterior descending artery close to the ima-to-left anterior descending anastomosis requiring revision of the anastomosis. There was also one case of anastomotic narrowing at 3 months after surgical revascularization which required angioplasty. This technique is useful in reducing the incidence of bleeding from the toe of the ima-to-coronary anastomosis, without compromising the early outcome of elective isolated CABG.